Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was feeling tired while the cgm was 73 mg/dl and their bg was 23 mg/dl. The patient's sibling called 911. The patient was treated with oral IV glucose and recovered. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.